Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
The adolescent received her nucleus 24 cochlear implant in 2004 and, after using the device successfully for six months, reported that it suddenly stopped functioning. Her health care provider elected to surgically explant and replace the device on approx eight months later, and informed cochlear of the suspected malfunction only after the patient's surgery. The explanted device has been returned to cochlear for analysis.